Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while tying and while holding the suture up to cut, the thread broke. The surgeon had to re-suture the incisions to resolve the issue. There was no patient injury.